Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to methicillin-susceptible staphylococcus aureus bacteria (mssa) infection with vegetation on lead. There were no additional adverse patient effects reported. This crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.